Event description:
It was reported that the touchscreen was broken, rendering it nonfunctional. There was no reported impact to the customer¿s blood glucose level. A replacement pump was expected to be sent to the customer.